Event description:
Technician alleged brakes would engage, but not hold.

Manufacturer narrative:
The technician found wear and deterioration of casters. He replaced casters to resolve. No injury reported.